Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient was hospitalized on (B)(6) 2013 due to having baclofen added in the pump. The patient didn't respond well to the baclofen and was lethargic, sleeping all day on (B)(6) 2013, vomiting, confused, a change in pupils and lips and being "out of it". The patient ¿lost several hours¿. The last thing the patient remembers was sitting at the check in desk at the emergency room (ER) and then ¿was gone¿. The representative came in on (B)(6) 2013 and turned the pump down from somewhere around 11 to "0.1". The patient followed up with the physician after being discharged from the hospital. The pump was left at 0.1 on (B)(6) 2013. On (B)(6) 2013 they drained and refilled pump in order to remove the baclofen. The hcp has adjusted the pump through the course of the month. On (B)(6) 2013 the patient had a refill and the concentration and dosage were increased. On the report from (B)(6) 2013, it was noted: dilaudid concentration 2mg; dose 10mg/day, bupivacaine concentration 2mg; dose 10mg/day and baclofen concentration 400micrograms; dose 200.02micrograms/day. On (B)(6) 2013 they put dilaudid and bupivacaine back to the concentration of 20mg/ml. On (B)(6) 2013 the hcp changed the concentration to 30mg/ml on dilaudid and 25mg/ml on bupivacaine. The dosage was set for both dilaudid and bupivacaine to 11.4mg/day.

Event description:
Additional information reported the patient was still having concerns regarding their device or therapy. The patient had an appointment for a pump refill on (B)(6) 2013.